Manufacturer narrative:
Device evaluation: complaint devices were not returned therefore a document based review will be performed. Clarification was requested as follows; can you please clarify the following regarding this complaint? The quantity in t/w indicates 2 (see snippet below) but the complaint description seems to indicate that the issue occurred with 1 device. Can you please clarify if the issue occurred with 1 or 2 devices? The complaint form attached to the file indicates that the device(s) will be returned but t/w states that there will be no device retuned (see snippets below). Can you please clarify? Reply was received as follows; correct quantity is 2. The same failure occurred twice, so the reporter did not mention it separately and just wrote ¿qty: 2 ea¿ in the complaint form and these device were discarded at the hospital so they won¿t be returned. Lab evaluation n/a. Document review including IFU review. Prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . As the lot number is unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0050-2, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050-2). Root cause review: a definitive root cause could not be determined from the available information. Although it has been advised target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to bend. It has been advised in the complaint description that the needle bent on puncturing which would suggest hard lesion. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a correction report. The investigation was completed on 07-aug-2020 however the results conclusions and investigation was omitted form initial report sent on 26-aug-2020. When dr. (B)(6) tried to puncture with needle, the front part of the needle was bent. So he used another access needle to finish the case. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. .1.2 please describe the location in the body for the intended target site stomach to pancrease, pseudocyst. 1.1.3 please describe the size of the intended target site about 4cm. 1.1.4 if not with the device in question, how was the procedure performed and/or finished? He used another access needle. 1.1.5 was the device used in a tortuous position? No. 1.1.6 are images of the device or procedure available? No. 1.1.7 was it damaged in packaging before removal? No. 1.1.8 was it damaged on removed from packaging? No. 1.1.10 what is the endoscope manufacturer and model number that was used? Olympus gf-uct260. 1.1.11 was the scope recently serviced / repaired? No. 1.1.12 was force required on insertion of device into scope? No. 1.1.13 when was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When dr. (B)(6) punctured. 1.1.13 what is the endoscope manufacturer and model number that was used with this device? Olympus gf-uct260. 1.1.15 was difficulty experienced while retracting the needle? No. 1.1.17 was gaining access to the targeted site difficult? No. 1.1.18 was the endoscope in a flexed or twisted position at any time during the procedure? No. 1.1.19 was needle penetration of the targeted site difficult? No. 1.1.20 was the stylet fully in place inside the needle when advancing into the targeted site? Yes. 1.1.21 was the stylet partially removed prior to advancement of needle? No. 1.1.22 how many biopsies/passes were obtained with use of this needle? 0. 1.1.23 did any section of the device detach inside the patient? No

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When dr. (B)(6) tried to puncture with needle, the front part of the needle was bent. So he used another access needle to finish the case. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Please describe the location in the body for the intended target site stomach to pancrease, pseudocyst. Please describe the size of the intended target site about 4cm. If not with the device in question, how was the procedure performed and/or finished? He used another access needle. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No. Was it damaged on removed from packaging? No. What is the endoscope manufacturer and model number that was used? Olympus gf-uct260. Was the scope recently serviced / repaired? No. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When dr. (B)(6) punctured. What is the endoscope manufacturer and model number that was used with this device? Olympus gf-uct260. Was difficulty experienced while retracting the needle? No. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? No. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes. Was the stylet partially removed prior to advancement of needle? No. How many biopsies/passes were obtained with use of this needle? 0. Did any section of the device detach inside the patient? No.